Manufacturer narrative:
Additional information received noted that the patient was presented to the emergency room due to chest pain. An x-ray showed no evidence of a pneumothorax, but a small pleural effusion was seen. No specific therapy was given. The device remains implanted.

Manufacturer narrative:
As this device remains implanted no analysis will be performed. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had a pneumothorax. A pleural drain was used to drain fluid. The patient was discharged in good condition and this device remains implanted. This device remains implanted.

Event description:
--